Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the day shift nurse stated the arctic sun device keeps alerting about water control. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 36c, water temperature (wt) was 30.6c, water flow rate (wfr) was 2.7 l/m. Had them access event log which shows multiple 113 (reduced water temperature control) alerts throughout the night. System diagnostics outlet monitor temperature (t1) was 90.5f, outlet control temperature (t2) was 90.7f, inlet temperature (t3) was 90.7f, chiller temperature (t4) was 90.9f, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 58 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 270.5, pump hours were 207.6. Brand new device. Called back 30 minutes later and device was continuing to warm rather than cool patient. System diagnostics outlet monitor temperature (t1) was 92.5f, outlet control temperature (t2) was 92.5f, inlet temperature (t3) was 92.5f, chiller temperature (t4) was 92.7f, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 100 percentage, water temperature (wt) was 92.5f, patient temperature (pt) was 98.6f, targeted temperature (tt) was 96.8f. Chiller temperature was registering too high. Advised to swap out device and send this one to biomed for evaluation of chiller. Sn # (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is the chiller hot gas bypass valve failing to open. The device was evaluated upon receipt. Will not cool below 7 deg. Ctu error 80 (water check time out - unable to reach calibration temperature). Hgbv will not open on chiller unit. Replaced chiller unit. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the day shift nurse stated the arctic sun device keeps alerting about water control. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 36c, water temperature (wt) was 30.6c, water flow rate (wfr) was 2.7 l/m. Had them access event log which shows multiple 113(reduced water temperature control) alerts throughout the night. System diagnostics outlet monitor temperature (t1) was 90.5f, outlet control temperature (t2) was 90.7f, inlet temperature (t3) was 90.7f, chiller temperature (t4) was 90.9f, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 58 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 270.5, pump hours were 207.6. Brand new device. Called back 30 minutes later and device was continuing to warm rather than cool patient. System diagnostics outlet monitor temperature (t1) was 92.5f, outlet control temperature (t2) was 92.5f, inlet temperature (t3) was 92.5f, chiller temperature (t4) was 92.7f, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 100 percentage, water temperature (wt) was 92.5f, patient temperature (pt) was 98.6f, targeted temperature (tt) was 96.8f. Chiller temperature was registering too high. Advised to swap out device and send this one to biomed for evaluation of chiller. Sn # (B)(6).